Manufacturer narrative:
A partial lead was returned for analysis in 1 segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-28989. Related manufacturer reference number: 2017865-2021-28993. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was cardiac arrest. No additional information was reported.